Manufacturer narrative:
Reason for reoperation is rupture. Device evaluation:visual analysis of the returned device identified: the device has a broken shell,a missing shell and crease folds. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken sharp opening, wear abrasion, and a striated opening.. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge on the posterior side assessed as an unidentified (tear) opening, one striated opening assessed as surgical damage, and a missing shell assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "device rupture". The device has been explanted.